Manufacturer narrative:
The boston scientific sales representative stated the patient has always had a shocking impedance measurement around 125 ohms and a reading of 126 ohms triggered the red alert. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an out of range shock impedance measurement was detected by this patient's remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shocking impedance measurement of 126 ohms. The patient was being monitored and another out of range measurement was identified three years after the initial alert. A review of the device data noted noise on the right ventricular (rv) channel which coincided with pacemaker mediated tachycardia (pmt) episodes due to supra ventricular tachycardia (svt). A boston scientific technical services consultant instructed the caller to find out if a procedure occurred on the date of the stored episodes. Two months later, a shock impedance measurement greater than 150 ohms was noted. Additionally, a code 1005 was reported. The system was removed from service and replaced. No additional adverse patient effects were reported.